Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) with rapid ventricular response due to atrial fibrillation (af). The patient received electric shocks. The therapy got exhausted. The patient was admitted to the hospital. Boston scientific technical services (ts) representative reprogrammed the device. The device remains in service. No adverse patient effects were reported.